Manufacturer narrative:
This report contains correction in entire section e initial reporter.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. Upon review, it was noted that the impedances were going up and down. In the presenting, there was noise noted on the shock electrogram (egm) with anti-tachycardia pacing (atp). Technical services (ts) stated that there was high power consumption at 90%. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. Upon review, it was noted that the impedances were going up and down. In the presenting, there was noise noted on the shock electrogram (egm) with anti-tachycardia pacing (atp). Technical services (ts) stated that there was high power consumption at 90%. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report contains correction in entire section e initial reporter.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than (B)(4) ohms on non-boston scientific right ventricular (rv) channel. Upon review, it was noted that the impedances were going up and down. In the presenting, there was noise noted on the shock electrogram (egm) with anti-tachycardia pacing (atp). Technical services (ts) stated that there was high power consumption at 90%. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.